Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a site/set/cart (cartridge leak) issue. The reporter alleged that the cartridge was leaking. Reportedly, when changing the cartridge, the inside of the cartridge compartment was wet and smelled like insulin. It was noted that the cartridge appeared to be leaking from the body of the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The cartridge has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.